Manufacturer narrative:
The recipient's device was reportedly repositioned. Post operative imaging confirmed device placement. Advanced bionics considers the investigation into this reportable event as closed. The recipient has resumed device use. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing electrode migration and pain with and without device use. Programming adjustments were made, however, the issue did not resolve. Repositioning surgery is scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.